Manufacturer narrative:
Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer's father has called stating his daughter she's been having issues with her "focusing" since having her surgery. She also describes seeing flashes in the inferior section of her vision when she's inside. Her surgeon is aware of the issue, and has lasered her eyes with no improvement to her vision or symptoms. Additional information was requested.